Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Because of swelling at the implant site, complete system removal was scheduled. There were no additional adverse patient effects reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Because of swelling at the implant site, complete system removal was scheduled. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that this rv lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed to update b5 and d6b: explant date.